Manufacturer narrative:
The office reported no errors or device malfunctions during the treatment. Zeltiq was not able to obtain the logs for the device to confirm that there were no device malfunctions or errors. Treatment in a patient with a hernia in or adjacent to the treatment site is currently listed as a warning in the coolsculpting user manual. In addition, hernia is listed in the user manual as a possible rare side effect. The user manual has been distributed to all current and new customers.

Event description:
On 03/23/2017, zeltiq was informed of a male patient who was diagnosed with an umbilical hernia after treatment with the coolsculpting system. The patient was treated on the abdomen approximately 8 weeks prior to reporting the event. On 3/24/2017, the patient stated the hernia was not preexisting and would require surgical repair, which makes the event reportable. The patient is also a physician who diagnosed himself with the hernia. Treatment details and device information was not able to be obtained by the time of this report. A follow-up report will be made to the agency if and when new information is received about this case.